Manufacturer narrative:
The customer provided engineering with a picture of the pump¿s alarm and device log screens. Engineering evaluated, based on customer¿s stated facts and conclusions, that the the pump did shut down uncontrollably as reported. Engineering further evaluated that the probable cause was the customer running the pump on battery until the battery charge was exhausted, at which point an uncontrolled shutdown is the normal and expected result. Engineering evaluates the pump is operating correctly per design. The device was not returned to the service hub for evaluation and analysis; therefore the complaint could not be confirmed. The customer repaired the device at the user facility. D9- device available for evaluation was changed from "yes" to "no" because customer declined to return device.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360¿ infuser. The customer reported that the pump turned off during critical drip on a patient. Following the event, a biomed at the customer site reviewed the device log and found the pump was disconnected from ac power at 10:00 am on (B)(6) 2022 and after running on battery for over 2 hours at 12:28 pm on (B)(6) 2022, the unit experienced an uncontrolled shutdown. It was further mentioned that the biomed had recharged the depleted battery and tested the pump for many hours with no further issues. There was patient involvement, but it was unknown if there was human harm.